Manufacturer narrative:
Batch records, final product and qc records have been reviewed for lot cov1110194. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr.test results of retention samples met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kit. The customer has just purchased the test kits, so this is an out of box issue. When the customer performed the 2 tests correctly , the result did not show a control line , or a t-line (test line). I asked the customer if she applied 4 drops of buffer solution to the s-well. The customer confirmed that after the 15 minute mark, there was no control line or test line. Both test kits have the same lot number and expiration date. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for an email response from acon labs regarding this matter.